Event description:
(Report 7 of 10). In the article "fibular rod osteosynthesis in ankle fractures with compromised soft tissue" by stake, i.k. Et al, the authors reported on the use of intramedullary nailing (imn) of the fibula in patients with compromised soft tissue. A total of 71 patients with 72 distal fibula fractures were included in this retrospective study. Information about medical history, the ankle injury, treatment, and complications were collected from the medical records. Additionally, the preinjury and 6-week follow-up radiographs were evaluated. The acumed fibula rod system (hillsboro,or) was used in all patients. The study population included 56 female and 16 male patients, with a mean age of 77 ± 12 years. It was reported only 10 patients had complications/issues directly related to the intramedullary nail. The following complications were reported: six (6) patients had symptomatic implant (imn)- these patients had secondary surgery (explant of some or all of the hardware). Two (2) patients had construct failure- these patients had secondary surgery. One (1) patient had deep infection- this patient had secondary surgery one (1) patient had deep infection and construct failure- this patient had secondary surgery. There are 10 related report numbers for this event 3025141-2024-00570 - 3025141-2024-00579.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined.